Event description:
Reportedly, during suction abdomen (plastic surgery), the surgeon kept the device by the leg of the pt while it was turned off. Unfortunately, the instrument warmed up and burned the leg of the pt. There was no report of the degree of the burn, and the treatment given if any.